Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, approximately 20 minutes after the right ventricular lead was fixed in place, r-waves decreased and the capture thresholds increased. Helical perforation was suspected. The lead was no longer used; a new lead was implanted and the procedure completed successfully. The patient did not experience any adverse consequences due to this event.